Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the high 200 mg/dl range. Reportedly, pump settings needed to be adjusted. Customer delivered a bolus to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting pump settings.